Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pt had emergency surgery for a 5 level laminectomy after a hematoma developed on the spine one day after implant. Pt recovered neurologically and regained the use of her lower limbs.